Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the 3007231105 cfn/fei registration.

Event description:
Dealer alleges that the back cross bar has broken where the screw goes through the frame on the right side on a 9650-4 commode.